Event description:
It was reported that a revision surgery was needed to replace a reflect implant that failed post operatively. This event occurred in the UK.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.